Event description:
It is reported that the insulin pump was dropped, now has blank display and a long constant tone. Anomaly persists after battery change. Drive support cap is protruding. Customer did not press cap while connected. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display followed by and unexpected constant audio tone due to faulty capacitor on the interface board. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.